Manufacturer narrative:
The insulin pump passed displacement test. Pump error was present in the pump trace download and pump error alarmed during self test due to broken traces on keypad assembly. The pump was unable to verify audio/absence of alarm due to pump error.

Event description:
The customer reported via phone call that the customer not hearing any audio. Customer did the audio test and volume doesn't sound. The customer pass the self test. The customer¿s blood glucose level was 150 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report and had the incorrect aware date. The correct aware date is january 30, 2019.